Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00853. It was reported that the patient presented for remote follow up with the right ventricular lead exhibiting high voltage lead impedance measurements exceeding the upper limit. It was also noted that the right atrial lead exhibited far - r wave over-sensing resulting in episodes of inappropriate automatic mode switch. Programming intervention were made. The patient was stable.